Event description:
One touch ii meter was not powering on. The medical affairs specialist, with interpreter, called the patient to clarify the information. The patient stated the meter had not worked for 5 months prior to the call to lifescan; they had been sporadically checking their blood glucose at work. The incident they reported was in november 2003. Patient got up in the morning and felt dizzy, with a headache, blurry vision and dry mouth. Patient states their symptoms started the night before. They attempted to use the meter before going to the hospital, however it would not power on. Their family member took them to a public clinic where they tested their blood glucose, obtaining a reading of 456 mg/dl. They were given humalog 20 units subcutaneous, and was discharged home. The patient had not eaten that morning, nor had they taken their routine medications. (Two tablets a day, name unknown). Their medication was not changed at the time of the incident. They stated they did not notice the display flashing or the word battery, prior to the meter not powering on. The battery was over a year old and they had not replaced the battery. It is possible the meter malfunctioned by not alerting to the low battery. The patient did not change the battery for over a year, even after the meter stopped powering on. Patient did not attempt to test during the days before they experienced the hyperglycemia. They only tried to use the meter once already experiencing symptoms of hyperglycemia. Therefore, there is no evidence that the meter contributed to the injury.